Event description:
It was reported that during routine preparation of the unk voyager balloon, when the mandrel was removed, the entire balloon separated from the catheter. No force was used when removing the mandrel. The device was not used and there was no patient involvement. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Analysis of the returned product noted contrast visible in the inflation lumen, which is consistent with preparation. The balloon was tightly folded. The shaft had separated 9 mm distal to the guide wire exit notch. The fracture faces were stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The shaft was stretched for a length of 6 mm distal to the separation. The balloon was intact and not separated as reported. There was a bend in the hypotube 1.5 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. To ensure this is not a result of a manufacturing deficiency, all products are visually inspected for damage during the manufacturing process, including at the point the product is placed in the coil dispenser. In this case, it is possible that resistance was encountered during removal of the mandrel, as the stretching of the shaft is indicative of force applied; resulting in the shaft stretching and ultimately separating; however, as no resistance was reported this could not be confirmed. In this case, a conclusive cause for the reported shaft separation could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency.